Manufacturer narrative:
Additional information: b5 corrected information: b3, h3, h6 device was returned for additional evaluation and investigation. A review of the device history record, which includes verification of all steps in the manufacturing of the pump, verification of all final testing performed by/on the pump, verification of sterilization, and packaging for subject pump was performed. The review did not identify any non-conformances, issues or capas associated with pump function. Additional physical investigation was performed on the device, but the alleged issue could not be confirmed. Visual inspection of the pump did not find any exterior anomalies. Functional analysis of the pump confirmed the pump successfully primed and flowed within design specifications. No issue was found with the pump. Internal complaint number: (B)(4).

Event description:
Clinical specialist (cs) confirmed that, at the patient's first refill appointment, a small underinfusion was alleged with the expected volume being 3.58ml and the actual aspirated volume was 4ml. At another refill appointment, another underinfusion was observed with the expected volume being 1.8ml and the actual aspirated volume being 16.6ml.

Manufacturer narrative:
Pending follow up information and completion of device analysis and review of device history record. Internal complaint number: (B)(4).

Event description:
Clinical specialist (cs) reported that a pump was replaced due to underinfusion volume discrepancies and lack of pain relief for the patient. A catheter dye study was performed and showed that the catheter was patent. The patient did not have any recent falls/injuries, and that they have only had a recent MRI after the replacement was scheduled.